Event description:
(B)(4). Extreme pain in lower left ovaries and bladder. Every time I sat down or bent down, I would double back, very severe pain. Eventually, had a hysterectomy in 2010 due to over abundance of scar tissue built up in lower abdomen and wrapped around my intestines. Second surgery is scheduled due to picees of essure still being in me and due to scar tissue build up again! This time, I could loose parts of my intestines and who knows what other body parts. This product needs to be recalled and never placed in any person ever again. Bayer should be stopped from producing these!!